Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On the morning of (B)(6) 2026, after successfully placing an IV catheter in a patient in the gastroenterology department, the nurse encountered abnormal resistance during withdrawal. Upon removal, it was discovered that the steel needle had punctured the catheter tubing. The nurse subsequently contacted the supply room to replace the consumable. Samples have been disposed of by the teachers themselves.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the usage of the sample is unknown, so the root cause of needle though catheter cannot be determined.

Event description:
No additional information.